Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the lead was repositioned in order to try and get better parameters. At this time, the helix would not reextend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted, and blood was seen on the helix/lobe mechanism. The lead appeared to have been damaged at implant. The analyst noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned and excessive number of times, resulting in distortion of the distal conductor within the connector.